Event description:
It was reported that during a laparoscopic cholecystectomy, both devices double fed clips and there were malformed clips in a "j" shape. A different device was used to complete the procedure. There was no adverse consequence to the patient reported. The devices will not be released at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.